Manufacturer narrative:
Date sent: 01/08/09. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a tah procedure, the device started having problems and making a strange stagnant sound. It was then discovered that the active blade had fallen off. Another device was used to complete the procedure. There were no adverse consequences to the patient.